Event description:
It was reported that the bur could not be inserted with attachment. At the time of report, there was no known patient impact reported.

Manufacturer narrative:
H3: product analysis :evaluation determined that the tool cannot be inserted due to breakage of the tip bearing. It was also noted that scratches, dents, adhesive were found, scale mark of tube is unclear, deterioration of the marking was observed. B3: date of incident or estimated date of incident was not provided to the manufacturer. Aware date used as date of incident until further information is obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.